Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record review revealed no complaint related issues. There are two labels on the package; the original (B)(4) label indicates the correct part number and lot number 352.085, lot number 23944 and was over-labelled wrongly by affixing the (B)(4) label 352.090, lot number 24044. Conclusion: complaint is an isolated event.

Event description:
It was reported that when the sales consultant was putting together a set for the account he opened a package labeled 352.090, lot # 24044, the item that came out of the package was a 352.085. This is report 1 of 2 for this event.